Event description:
It was reported that when the surgeon was going to anchor the second implant it broke. All pieces were removed. There was a delay more that 30 min.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One bioraptor knotless suture anchor was returned for evaluation. Visual assessment of the device shows the outer portion of the anchor is missing and was not returned for evaluation. The inner screw remains on the inner shaft and has been backed into the outer shaft. Torque limiter was functionally tested and found to perform as intended. The condition of the device indicates the inner screw was rotated counterclockwise excessively. Rotate the torque limiter only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint.